Event description:
Technologists were in the process of doing a core biopsy in mammography with the doctor/ radiologist. Using the vacuum breast biopsy system the doctor introduced the needle into the patient's right breast. While attempting to obtain the first core specimen, the radiologist was unable to get the device to function properly. It was at this time that the procedure had to be prematurely halted due to the malfunction of the biopsy system.